Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1310". It was lso stated that the pump was freezing up. No adverse effects reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem regarding the "lec 1310 - freezing issues". The pump was found to be displaying "1310" error code message during power up. Investigator's recommend clear the error code and replace the keypad assembly due to "key stuck" alarm messages in the pump's event history logs. The problem source of the reported problem is unknown.